Manufacturer narrative:
(B)(4).

Event description:
The pt never experienced therapeutic effect. The device never worked despite programming. A loose anchor caused her to be bent over for a year until she had the device explanted in (B)(6) 2010. Her bowel ruptured a couple weeks after the anchor was removed due to being bent over in half. She still had difficulty walking as a result.